Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ needle was unable to pull insulin into the syringe. This occurred on 9 occasions during use. The following information was provided by the initial reporter: material no. 309646 batch no. Unknown it was reported they were unable to pull insulin out of the vial into syringe. 1. Description of issue: contact reported that needles were defective and he was unable to pull insulin out of vial into syringe. 2. Number of occurrences: 9. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: 5 ml syringe ¿ 309646. 5. Product lot number: unavailable. 6. For bd product only, are sample available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacements box of cartridges per customer request. 10. Note: product category = needle/syringe issue.

Event description:
It was reported that unspecified bd¿ needle was unable to pull insulin into the syringe. This occurred on 9 occasions during use. The following information was provided by the initial reporter: material no. 309646 batch no. Unknown it was reported they were unable to pull insulin out of the vial into syringe. Description of issue: contact reported that needles were defective and he was unable to pull insulin out of vial into syringe. Number of occurrences: 9. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 5 ml syringe: 309646. Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacements box of cartridges per customer request. Note: product category = needle/syringe issue.

Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: unspecified bd¿ needle. D.2. Medical device catalog #: unknown. D.3. Medical device manufacturer: franklin lakes. D.4. Unique identifier (UDI) #: unknown. D.5. Medical device operator: other. D.5. Medical device other operator: unknown. G.1. Manufacturing location: franklin lakes. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use was unable to pull insulin into the syringe. This occurred on 9 occasions during use. The following information was provided by the initial reporter: material no. 309646, batch no. Unknown. It was reported they were unable to pull insulin out of the vial into syringe. Description of issue: contact reported that needles were defective and he was unable to pull insulin out of vial into syringe. Number of occurrences: 9. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 5 ml syringe ¿ 309646. Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacements box of cartridges per customer request. Note: product category = needle/syringe issue.